Manufacturer narrative:
Other relevant device(s) are: model: 9733437. Analysis: model: 9733858. Analysis: checked the psu cover and test psu use configuration tools found psu error then order part and replaced. All test passed and the system is ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site needed the navigation system repaired because the positioning sensor unit (psu) did not work. No patient was present at the time of the event.